Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the air/water cylinder, bending section cover/distal sheath and the distal end. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited distal end had foreign objects, bending section cover had foreign objects, air/water cylinder had foreign objects, due to clogging of pipe protecting forceps elevator wire (k-pipe), water cannot be supplied; adhesive around light guide lens was peeled, adhesive around objective lens was peeled and the plastic distal end cover had a crack. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use for the events of foreign material on the distal end (c-body) at distal end, foreign material on the bending section cover at insertion section and foreign material in the air/water cylinder (a/w) at control section. Olympus confirmed for these events that foreign material remained in the device, but the type of the material cannot be identified. Based on the results of the investigation, the following is considered: for the event of foreign material on the distal end (c-body) at distal end, it was considered that the foreign material possibly fitted in there physically. The root cause of the foreign material remaining in the device was not established from the obtained information. For the event of foreign material on the bending section cover at insertion section, the foreign material was possibly not removed due to the physical damage on the device. For the event of foreign material in the air/water cylinder (a/w) at control section, we could not conclusively specify the cause of the foreign material remained in the device from the obtained information. For the event of defect of water feeding at pipe protecting forceps elevator wire of distal end, it was determined likely that the failure item was caused since the water feeding channel was clogged by foreign material biting into it in the event of foreign material on the distal end (c-body) at distal end. For the event of glue around light guide lens at distal end peeled off, it was determined likely that the failure item was due to dents and other impact/age-related deterioration (physical/chemical). For the event of glue around objective lens at distal end peeled off, it was determined likely that the failure item was due to dents and other impact/age-related deterioration (physical/chemical). For the event of damage (crack) of plastic distal end cover at distal end, it was determined possible that the failure item was due to dents and other impact/chemical attach (including solvent crack). For the issues found, the root causes were not definitely established. The events can be detected by following the instructions for use: the inspection method is listed in the instruction manual (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces.¿ olympus will continue to monitor field performance for this device.